Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. No motor error alarms were noted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 800 mg/dl. The customer experienced nausea and excessive vomiting prior to the event. Troubleshooting was performed. Found multiple motor error and no delivery alarms in the alarm history. The insulin pump passed the displacement and self tests. The caller was advised that the insulin pump would be replaced due to the multiple alarms. Nothing further was reported.